Event description:
The accounts biomed stated that only the hi/low up function is working. After adjusting the trend engage switch, the hi/low started working, but the trend and reverse trend functions were not. He adjusted the trend engage and disengage switches to repair the trend functions, but when the reverse trend was activated, the bed would run to the low limit unintentionally and stop.

Manufacturer narrative:
Repairs have not been completed.